Manufacturer narrative:
The reported event of backup mode was confirmed. Based on the information provided, it was determined that the backup mode was caused by power on reset (por). However, the root cause of the por could not be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was in backup mode during an in clinic follow-up. Abbott technical support was contacted and alleged the battery was depleting faster than expected. The device was unable to be restored on the first attempt, however, the second attempt was successful. The patient was in stable condition and will continue to be monitored.